Manufacturer narrative:
Follow-up from 08-jan-2016: follow-up attempts were done with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that physician attempted to remove coil with grasper and part came out and part broke off and is in patient. This event, seen as device breakage, is non-serious and anticipated according to the technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, other non-serious event was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship as no quality defect was confirmed nor medical events were reported. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 29-sep-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on 29-sep-2015 for contraception. It was reported during insertion procedure coil ended up in a birds nest. The physician attempted to remove coil with grasper and part of it came out and part broke off and at time of the report was still in patient. Follow-up information received on 29-sep-2015: the patient's initials were provided. She was (B)(6). Essure indication was updated to permanent contraception. Essure was inserted fine on left side. Product technical complaint (ptc) investigation result received on 07-oct-2015: ptc global number: (B)(4). Final assessment: failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed microinsert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed. Furthermore, no medical event(s) were reported at this point in time. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship as no quality defect was confirmed nor medical event(s) were reported. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that physician attempted to remove coil with grasper and part came out and part broke off and is in patient. This event, seen as device breakage, is non-serious and anticipated according to the technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, other non-serious event was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship as no quality defect was confirmed nor medical events were reported. Further information is being sought.